Event description:
It was reported through baxter legal that a baxter swan-ganz catheter was used and that after surgery on 1/30/98, fluids were mistakenly deposited into the pt's pleural cavity rather than the artery. It was reported that as a result, the pt subsequently had hypoxia and brain damage. Pt subsequently expired due to multiple issues june 2, 1998. Baxter was dismissed from lawsuit 6/22/99. Plaintiff has refiled as a med malpractice case between the hosp and plaintiff.